Event description:
Procedure: esophagogastrectomy. According to the reporter: after firing across the esophagus, jaws would not open and clamp cover did not retract though black return knob was pulled back. The surgeon separated instrument and cartridge and removed the instrument only from cavity. Then, the surgeon manually retrieved the cartridge by extending incision. Some "oozing" occurred.

Manufacturer narrative:
Date initial report sent: 12/19/2007.